Event description:
The customer reported via phone call that she had an issue with the sensor. Customer stated that the needle hub broke off inside the serter. Customer found that the needle hub went into the serter and the rest of the sensor remained on the pedestal. Customer's blood glucose was 250-298 mg/dl. Customer mentioned that she also had an issue with bent sensor cannulas but did not want to troubleshoot. Replacement sensors will be sent to the customer.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.